Manufacturer narrative:
Concomitant medical product: 5076-52 lead implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was revised due to a lead fracture. During the revision the ra and right ventricular (rv) leads exhibited oversensing and noise. No further instance of oversensing after the procedure occurred. The leads remain in use. No patient complications have been reported as a result of this event.